Event description:
It was reported that signal artifact monitor (sam) episodes were observed for the pacemaker resulting in the minute ventilation (mv) sensor being disabled. Technical services (ts) reviewed noting there was electromagnetic interference (emi) and mv oversensing. Right atrial (ra) pace impedance measurement of greater than 3,000 ohms were observed for this ra lead and pacemaker, resulting in a lead safety switch (lss). The health care professional (hcp) was going to bring this patient in to perform troubleshooting and ra lead testing and possible programming optimization. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).